Event description:
During a procedure, a faradrive steerable sheath was selected for use. Upon insertion of the farawave catheter through the sheath, continuous air ingress was observed from the flush port when checking for backflow. Aspiration was attempted; however, the issue persisted. The sheath was subsequently removed and replaced with another faradrive sheath. The procedure was completed successfully with the replacement device. No patient complications occurred.